Event description:
Additional information was received stating that regarding the cause of the failure to open, the distal portion was not opening and the physician had tried a lot to make it open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228783150); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section and the phenom catheter was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the supraclinoid internal carotid artery (ica) with a max diameter of 7mm and a 5mm neck diameter. The landing zone was 3.5mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the right ica with a diameter of 4.5mm. It was reported that the patient had a large ica aneurysm. The physician parked the microcatheter in the middle cerebral artery (mca) and took the ped2-450-25. Once they started deploying, the distal portion of the pipeline sheild wasn't opening. They tired a couple of times and it wasn't opening. The catheter and pipeline device were taken back. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. It was noted that the microcatheter was also damaged because of severe tortuosity. Then the physician took another device ped2-45-30 and completed the case. The second device was opening smoothly and opposed to the vessel wall nicely. The angiographic result post procedure was good and the case went well. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuron max sheath, navien 5f guide catheter, phenom 27 microcatheter, and avigo guidewire.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield pushwire was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. In addition, the sleeves and tip coil were deployed from distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex shield pushwire was pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.